Event description:
The lay user/patient contacted lifescan alleging the meter does not power on when the buttons is pressed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The customer states that an abbott field service engineer (fse) replaced a valve for the trigger solution on the architect i2000 analyzer in their lab. The customer then retested all samples run that day and found one patient sample that had previously generated a (B)(6) result for the cmv igg assay now generating a (B)(6) result. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/29/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.